Event description:
Eagle eye catheter (for ultrasound imaging of vessel) was prepped in normal fashion. After being plugged into the system, it worked momentarily and an error message would appear. Despite multiple attempts of unplugging and reconnection the system it wouldn't work. Another device was used and worked fine.